Event description:
It was reported that stimulation ¿felt like a short circuit¿. If the patient ¿moved a certain way¿, the stimulation went to his right leg. If the implantable neurostimulator was pressed or touched, stimulation changed again. It intermittently went on, then off. As the patient pulled down his pants while using the restroom, stimulation disappeared. These issues reportedly occurred on the day of the report. The patient had access to adjust the rate with his previous ins, but with the current ins, he did not. The patient could however go through the different programs. The current rate setting was reportedly not working for the patient. The patient¿s ins had just been implanted four days prior to the report and the healthcare provider (hcp) was sure it clicked when he put it in. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3487a, lot# l48675, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot# l48675, implanted: (B)(6) 1998, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).